Manufacturer narrative:
No cracked display window noted. No cracked lcd glass noted. The pump was received with a minor/deep scratched display window. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched display window cover, scratched case, cracked case at the battery tube side, stained keypad overlay, pillowing keypad overlay and cracked keypad overlay at the select button. Pump received with flashing white display. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat due to flashing white display. Unable to download history files and traces using thump due to flashing white display. Pump was cut open to perform visual inspection and found corroded pcba 1, and pcba 2. The motor had moisture damage. No damage noted on the force sensor. Using a test pcba 1 and the original pcba 2, the pump had flashing white display. Using a test pcba 2 and the original pcba 1, the pump had flashing white display. Flashing white display was due to corroded electronic assembly. No damage noted on the lcd controller. Unable to perform the history review 2 days prior to the event date 25-jul-2024 in the pump history file due to flashing white display. Cosmetic damage was confirmed at the front of the pump. Unable to perform the functional test due to flashing white display. Flashing white display was confirmed due to corroded electronic assembly. Unable to download confirmed due to flashing white display. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer reported that pump was dropped and the damage was not related to the retainer ring. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1884 was requested for return and customer has returned the device.